Event description:
It was reported that patient was revised on right knee due to instability. Surgeon decided to go for open evaluation and he found out that the post of poly ethylene was broken.

Manufacturer narrative:
An event regarding alleged "instability leading to crack/fracture" involving a scorpio insert was reported. The event was confirmed. Method and results: -device evaluation and results: a material analysis has been performed. The report concluded: the condylar post broke in fatigue. Burnishing, delamination, scratching and third body indentation were observed on the condyles on the insert. They are common damage modes for uhmwpe. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: a review of the medical records and x-rays by the consulting clinician indicated "a material analysis report dated (B)(6) 2015 of a scorpio nrg x3 ps insert #11/10 includes eleven photographs of the explanted insert and post fragment with a close-up of the post fracture surface and articular surfaces. The conclusions of this report are: (1) the condylar post broke in fatigue (2) burnishing, delamination, scratching and third-body indentations were observed on the condyles, which are common damage modes of poly inserts; (3) no material or manufacturing defects were observed; and (4) damage to the post occurred before the fracture. Lateral patellar subluxation in a total knee arthroplasty done for a varus knee suggests inadvertent internal rotation of the femoral and/or tibial components. This malposition could be confirmed by a CT scan and would result in repeated impingement on the tibial post by the femoral component resulting in a fatigue fracture. There is no evidence of material or manufacturing defects contributing to this clinical situation in this large, active male patient." -device history review: review of the device history records indicate that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that based on the review of the medical records and material analysis report that the reported device fractured due to fatigue. No material or manufacturing defects were observed. Additionally, the consulting clinician noted "lateral patellar subluxation in a total knee arthroplasty done for a varus knee suggests inadvertent internal rotation of the femoral and/or tibial components. This malposition could be confirmed by a CT scan and would result in repeated impingement on the tibial post by the femoral component resulting in a fatigue fracture."

Event description:
It was reported that patient was revised on right knee due to instability. Surgeon decided to go for open evaluation and he found out that the post of poly ethylene was broken.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.